Event description:
The customer reported that there was one blank (missing) image in the exam. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). A replacement hard disk drive was sent to the dealer. The hard drive software was corrupted by the local service engineer. The hard disk was replaced. (B)(4).